Manufacturer narrative:
Samples received: 24 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. (B)(4) manufactured and distributed units of this code batch, there are no units in stock. Received 24 closed samples and 1 open sample with the needle detached from the thread, and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: the complaint is justified. Taking into account that the results of closed samples received do not fulfill the OEM specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaints: spain. The needle is already detached or it is detaching from the thread during surgery.